Event description:
It was reported that when the patient was trying to reduce stimulation of his implanted neurostimulator (ins) that his patient programmer displayed a "call your doctor" icon and showed a power on reset error. The patient was unable to see their doctor due to transportation issues. It was noted that the patient would contact the doctor when transportation arrangements had been made. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 3708240 serial# (B)(4) implanted: (B)(6) 2006 explanted: unk; lead model 399930 lot# v002323 implanted: (B)(6) 2006 explanted: unk; programmer model 3708240 serial# (B)(4).